Event description:
A customer contacted baxter's tech service ctr having experienced a leaking cassette during the prime cycle of the home pt's homechoice machine. Per initial report, baxter's tech service ctr assisted the customer in evaluating and resolving the issue during the initial contact. No pt injury or medical intervention was indicated at the time of the initial report.